Event description:
It was reported that a ax55g was used during an unk procedure. It was reported by the affiliate that the instrument was impossible to open/jammed. There was no consequence to the pt.